Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter did not last the full life expectancy. No medical intervention was reported. Additional event or patient information is not available.